Event description:
During a breast biopsy procedure, there was an unusual noise during sample mode and error messages occurred. The case was delayed for a few minutes while a new probe was connected. There was no pt consquence. One device was returned.